Event description:
On 7/9/94 at approximately 11pm, nursing had found the balloon to be ruptured due to the fact that there was blood in the tubing and the pump was alarming high gas leak. Physician was notified. Balloon was not removed until 7/10/94 at 9:20am because the balloon was trans-thoracic and surgery was needed.